Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 3006705815-2017-01590. It was reported that the patient experienced ineffective therapy following a lead revision on (B)(6) (reference MFR. Report: 3006705815-2017-00861). As a result, the patient underwent surgical intervention on (B)(6) to have their scs system explanted.